Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -17.50/3.0/006 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2023. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown. It was unknown if the device failed to perform as intended. This resolved the problem.